Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Pump received with cracked case corner of the belt clip rails near the battery compartment.

Event description:
Customer's husband reported via phone call that insulin pump had crack at back of the insulin pump and battery compartment . Customer¿s blood glucose was unknown. Customer advised to discontinue use of the insulin pump and revert to back up plan. Insulin pump will be returned for analysis.